Event description:
It was reported that the surgeon inserted an aa204vf silicone plate lens in 2006. The lens was removed 3 weeks later due to the patient having increased ocular pressure due to a pupillary block and sterile inflammation. The patient had photophobia and decreased vision. A yag pi and an iridotomy was performed before the lens was removed. The incison was enlarged to remove the lens but sutures were not required.

Manufacturer narrative:
Evaluation: a lens work order search was performed and no similar complaints were found within the work order.